Event description:
It was reported that during a rotational atherectomy treatment procedure, a fracture and leak occurred. The physician advanced the 1.50mm rotablator rotalink plus device to the calcified and moderately tortuous right coronary artery for ablation and the burr stalled and rotated intermittently as the foot pedal was being operated. While retrieving the device, outside of the patient body, it was observed that the rotalink burr had a fracture on a section of the device that was tightened down by the hub and was leaking. The device was successfully removed from the patient and the procedure was completed with a 1.25 rotablator rotalink burr. No patient complications were reported and the patient status is listed as okay.

Event description:
It was reported that during a rotational atherectomy treatment procedure, a fracture and leak occurred. The physician advanced the 1.50mm rotablator rotalink plus device to the calcified and moderately tortuous right coronary artery for ablation and the burr stalled and rotated intermittently as the foot pedal was being operated. While retrieving the device, outside of the patient body, it was observed that the rotalink burr had a fracture on a section of the device that was tightened down by the hub and was leaking. The device was successfully removed from the patient and the procedure was completed with a 1.25 rotablator rotalink burr. No patient complications were reported and the patient status is listed as okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an initial examination of the complaint device revealed the sheath was crushed/damaged approximately 25cm from the strain relief and a pin hole was also noted. Blood was noted in the catheter sheath. No damage was noted with the handshake connections of the rotablator catheter unit. A leak was noted 25cm from the strain relief where the sheath seemed to be damaged. This is consistent with over tightening of the hemostasis valve. The burr was microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. As per dfu, if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve. The most probable root cause is use related issues. (B)(4).